Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part number: 04.038.090s. Lot number: 9939549. Part manufacture date: 02 december 2015. Manufacturing location: (B)(4). Part expiration date: 01 november 2025. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90 mm was processed through the normal manufacturing and inspection operations with no non-conformances noted. One rework was noted at operation 0120 ¿ prep/seal order for debris and is unrelated to the complaint condition as sealed pouches are inspected for particulate per the related process sheet. The lot quantity of 33 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cut-out had occurred to the patient who underwent the primary operation on (B)(6) 2019 (captured under complaint (B)(4)) and re-operation on (B)(6) 2019 (captured under (B)(4)). As the hip cup of the patient is being scraped by the screw due to the cut-out, the patient will undergo the third (3rd) operation on (B)(6) 2020, in which the implants in use will be removed and total hip arthroplasty (tha) will be applied. No further information is available. Concomitant devices reported: tfna fem nail ø10 125° l170 timo15 (part # 04.037.012s, lot # h783722, quantity 1), lockscr 5 l32 f/nails tan light green (part # 04.005.522s, lot # 3l38512, quantity 1). This report is for one (1) tfna screw 90mm - sterile. This is report 2 of 3 for (B)(4).